Manufacturer narrative:
The customer contacted a siemens customer care center. The customer stated that emptying the cuvette bottle waste resolved the issue. As per advia centaur xp operator's guide, when emptying the cuvette waste, "wear personal protective equipment. Use universal precaution when working with biohazardous material. By definition, a biohazardous condition is a situation involving infectious agents biological in nature, such as the hepatitis b virus, the human immunodeficiency virus, and the tuberculosis bacterium. These infectious agents may be present in human blood and blood products and in other body fluids. To prevent accidental contamination in a clinical laboratory, wear gloves while servicing parts of the instrument that have contact with body fluids such as serum, plasma, urine, or whole blood". The operator was not wearing gloves while performing troubleshooting. The cause of the operator injuring their thumb was due to the user error. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
The operator of an advia centaur xp instrument contacted a siemens customer care center and stated that there was an issue with a luminometer. While performing troubleshooting, the operator found that there was a cuvette jam as they forgot to empty the cuvette bottle waste. When the operator removed the cuvette waste chute, they injured their thumb. The operator was wearing lab coat and glasses. The operator was not wearing gloves. The operator cleaned the injury twice with bleach and soap. The operator did not require any medical intervention. There are no reports of adverse health consequence as a result of operating injuring their finger.